Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the laser source came out at the front of the fiber and not at the lateral. The procedure was competed using another fiber. There were no patient complications.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the laser source came out at the front of the fiber and not at the lateral. The procedure was competed using another fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual microscopic examination of the fiber identified the glass cap exhibited a distal circumferential fracture; the glass cap exhibited moderate devitrification at the output window. Forward firing test of the fiber resulted in an output which was below the threshold for potential patient harm. Based on analysis results, the forward firing allegation was not confirmed but a distal circumferential fracture was observed. Based on review of all information available and analysis results, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.